Event description:
(B) (6): customer reports that during room power up, it was noted that all table functions operated correctly except for the tilt motion. The table would not tilt in either direction. No patients were scheduled, and they do not have another urology suite to perform procedures. Potential risk for injury.

Manufacturer narrative:
Liebel flarsheim manufacturing reports: field service engineer checked the system operation, and was unable to reproduce the problem. The fse verified correct operation per service manual 4041004 and returned the system to full service by the customer.